Event description:
It was reported that during a procedure, there was no egm (electrogram) signal when the lead was hooked up to the analyzer. Neither the atrial or ventricular channel would work. Troubleshooting attempts such as trying bipolar, unipolar, changing cables, etc., did not resolve the issue. Another analyzer was used, with no further problems. The analyzer was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. No anomalies found.